Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation afib - paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. No fluid was able to flush through the hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The sheath was flushed several times, without resolution. It was confirmed the irrigation tubing was functioning normally. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue resolved. The procedure continued. There was resistance when trying to put the catheter into the sheath or when they were trying to withdraw it from the sheath. There is damage to the valve. Occlusion was partial. The sheath was partially blocked. The catheter was not able to be moved through the sheath. The catheter was being inserted into the sheath. Additional information was received on the event. The gasket broke not allowing fluid to be flushed through the sheath so it was never used. It became detached so it was never used upon opening. The hemostatic valve did become detached from the sheath. The sheath was not being used on the patient. Therefore, no air entered the patient¿s body and no intervention was required. The device evaluation was completed on 13-aug-2021. The product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the carto vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed for the finished device batch number, and no internal actions were identified. As part of quality process all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to investigate this failure mode. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 20-jul-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation afib - paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. No fluid was able to flush through the hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The sheath was flushed several times, without resolution. It was confirmed the irrigation tubing was functioning normally. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue resolved. The procedure continued. There was resistance when trying to put the catheter into the sheath or when they were trying to withdraw it from the sheath. There is damage to the valve. Occlusion was partial. The sheath was partially blocked. The catheter was not able to be moved through the sheath. The catheter was being inserted into the sheath. Additional information: the gasket broke not allowing fluid to be flushed through the sheath so it was never used. It became detached so it was never used upon opening. The hemostatic valve did become detached from the sheath. The sheath was not being used on the patient. Therefore, no air entered the patient¿s body and no intervention was required. The obstructed sheath issue was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The hemostatic valve separation issue was assessed as MDR reportable.